Manufacturer narrative:
Exemption number e2015055. Ten devices were received for evaluation; the reported events were confirmed. Evaluation found that the devices had damaged or missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction events, in which the devices disassembled. There was no patient involvement for nine devices; no patient impact. For one device there was unknown patient involvement.